Manufacturer narrative:
Additional information: h11: the event history log (ehl) review was performed and at timestamp 14:52 review key pressed with rate of 40 ml/hr with decrease of 60 ml/hr, and volume to be infused changed to 20 ml pump ran primary bag on the same rate and the volume to be infused. At timestamp 15:22 infusion complete. Pump ran kvo with updated rate of 1 ml/hr. Pump alarmed infusion complete. Pump stopped by the user with 20 ml given to the patient. Infusion complete alarm was cleared and pump entered sleep mode. At 15:24 timestamp pump exited sleep mode, entered sleep mode, and tube was unloaded with pump turned off. Pump was turned on 15:50 timestamp. At 15:54 time stamp volume to be infused was changed to 20 ml. Pump ran primary bag with rate: 40 ml/hr, volume to be infused: 20 ml, and 20 ml was given to the patent with flow confirmation. At 16:24 timestamp pump alarmed infusion complete. Pump ran - kvo, rate was updated to 1 ml/hr, at 16:26 pump stopped bt user, and infusion complete alarm was cleared. 40 ml was given to the patient, and pump entered sleep mode. Pump exited sleep mode at 17:48 time stamp and the stopped by the user. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate test at high values. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. Additional information was received. B5: during preventative maintenance the device had an over-infusion during the volume accuracy test two times after being set for 20ml. The first-time device finished at 21.35ml and the second time finished at 21.29 ml, the device was tested on two separate lines and two separate fluke ida machines h11: the device was received for evaluation. During functional testing, failed flow accuracy test high was not reproduced. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a vtbi of 40 for a 60 mins. Run time and the error percentage was at 5.0325. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be pressure plate travel out of adjustment and m2/m3 springs. The pressure plate travel requires adjustment and m2/m3 springs requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.